Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator (ins) won¿t recharge. They added that it has been several months, and they have been trying to get it to work. The patient cannot get the ins to work. They stated that they want to meet with their manufacturing representative. The patient was aware of what over discharge was, but noted that this had not happened before. They mentioned that they had their manufacturer¿s phone number, and was going to call them. No further complications or patient symptoms were reported. The patient was implanted for other chronic/intract pain (trunk/limbs) and spinal pain.